Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. The iliac arteries were reported to be approximately 7 mm in diameter. The patient has a history or a prior cerebral aneurysm. It was reported that the stent graft did not deploy. After intravascular ultrasound was used to confirm adequate sizing,a 26 mm diameter x 15 mm diameter x 16.5 cm length stent graft was deployed. Final angiogram demonstrated a branch endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.